Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fatigue after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue after removal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and fatigue outcome was unknown. The reporter considered fatigue and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fatigue after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue after removal"), tooth fracture ("mine teeth are consistently breaking and crumbling") and dyspareunia ("painful sex"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue, tooth fracture and dyspareunia outcome was unknown. The reporter considered dyspareunia, fatigue, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case the following were reported via social media- dyspareunia, tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new event multiple broken teeth was added. Reporter added. Fu 2 and 3 processed together. On 23-mar-2020: information received via social media: new event painful sex¿ added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fatigue after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue after removal"), tooth fracture ("mine teeth are consistently breaking and crumbling") and dyspareunia ("painful sex"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue, tooth fracture and dyspareunia outcome was unknown. The reporter considered dyspareunia, fatigue, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case the following were reported via social media- dyspareunia, tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.